Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the product did not mix appropriately. It was fully cured prior to removal from the mixer. All instructions for mixing were followed. A backup kit was used to finish the case.